Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a motor encoder signal out of phase. Unable to perform the displacement test due to a motor error alarm. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.